Manufacturer narrative:
It was reported that a "blue piece of gauze came off and was lost in the patient for a while". It is unknown how the gauze was found or removed from the surgical site. The account did not provide any further details regarding this incident. The sample was returned and was identified as small portion of x-ray string from kendall gauze. A root cause cannot be determined. Kendall (medtronic) is the manufacturer of this device. They have been notified, will conduct an investigation and make the determination whether any corrective action is indicated. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that a piece of gauze was found in the surgical site.